Event description:
It was reported that during a breast biopsy procedure, probe was inserted into the breast, no sample was retrieved. It was also observed from the ultrasound screen that the cutter was not cutting the lesion. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.